Event description:
Caller reported having to wiggle the charger or hold it in a certain position to charge the pump, despite there being no visible damage to the usb port or pins. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.